Event description:
The customer reported the device had a logic power control board failure. No patient involvement.

Manufacturer narrative:
A review of the device history record for sn (B)(6) was performed from the date of manufacture 01/09/2006 to the present date 01/05/2021 and note that this device has been returned for service twice without correlation to the customer reported issue or service repair. Also, there was a production failure q6 (B)(6) for assembled incorrectly which does not correlate to the customer reported issue. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the device had a logic power control board failure. No patient involvement.